Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 19 mg/dl. Caller stated that the customer had several hypoglycemic reactions and ended up falling down and messed up her "let" pretty bad. Caller stated that the insulin pump has numerous cracks along the clear casing at the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. Cracked case all corners of display window, cracked on reservoir tube and broken reservoir tube lip, cracked battery tube threads and scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.